Event description:
Device malfunction: none. Symptoms/ae: hyperperfusion syndrome with cerebral hemorrhage. Time of symptoms: after the procedure. It was reported that prior to a right internal carotid artery stenting procedure, the pt experienced a stroke. Postprocedure, the pt reported a severe migraine type headache. A head CT was done showing a new density in an area of the right middle cerebral artery distribution presumably representing a hemorrhagic transformation, possibly due to hyperperfusion syndrome. The pt was treated with morphine for pain and a nipride drip to keep the blood pressure low. One day post procedure, a repeat head CT remained suggestive of hyperperfusion syndrome. The headache continued off and on for the hosp stay. It is unknown when the nipride drip was discontinued. Four days post procedure, the headaches resolved and the pt was discharged to home; however, 7 days post procedure, the pt was readmitted with a headache. A repeat head CT was done and showed no changes from the previous CT. Twelve days post procedure the pt was again discharged to home. Although requested, there is no add'l info available.

Manufacturer narrative:
Study event. The stent remains in the pt. The lot number was provided. Intracranial hemorrhage and headache are known potential adverse events associated with the use of the device per the rx acculink instructions for use. Additionally, there was no device malfunction reported. A review of the device lot history record did not reveal any non-conformances which could have contributed to this complaint.